Event description:
It was reported during a ptca/stent procedure, the stent was deployed at an unintended site. A second stent was implanted to cover the proximal portion of the lesion. No pt injury was reported.